Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibited loss of capture and high threshold measurements. The physician suspected the rv lead had dislodged. The rv output was reprogrammed and the patient will continue to be monitored. The rv lead remains in service and no adverse patient effects were reported.